Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 270 mg/dl and the sensor glucose was 68 mg/dl at the time of the incident. She stated she brought it down to 110 mg/dl. Then sensor glucose was 135 mg/dl and blood glucose was 200 mg/dl. Took blood glucose value now and it was 102 mg/dl and sensor glucose was 84 mg/dl. Earlier it was 80 points off. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed per specification due to high readings.